Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated when she uploaded her new basal rates didn't show up under device setting report. The customer was assisted in uploading the pump again. Customer stated on her screen on the main menu there is black shaded box and the time and battery it looks like there is bleeding black to it. The customer was offered to replace pump.

Manufacturer narrative:
The insulin pump was received with no display anomaly noted; passed displacement test and self test. However, the insulin pump had scratched display window noted.